Manufacturer narrative:
The reported event of noise was confirmed. As received, a partial distal portion of the lead was returned in one piece measuring 44.0 / 36.5 cm (stretched inner coil / lead body). Multiple external insulation abrasions (2.9 - 3.1 cm and at 8.0 ¿ 8.1, 8.2 ¿ 8.3 and 8.4 ¿ 8.5 cm from the distal ring) were found distal to the suture sleeve tie impression breaching the outer insulation and exposing the outer coil. The cause of the reported event is due to the external insulation abrasions consistent with friction to another device or feature of the patient anatomy.

Event description:
Related manufacturer report number: 2017865-2019-15709. It was reported that the atrial and ventricular lead exhibited noise reversion and auto mode switching was observed. Ventricular lead impedance was also noted to be less than the lower limit. The atrial and ventricular leads were explanted and replaced. The extraction was successful with no consequences noted.